Event description:
Based on the medical record review, the patient was experiencing exertional dyspnea and chest pain and had an abnormal stress test. Cardiac catheterization revealed triple vessel coronary artery disease (cad) with 70% proximal stenosis of the left anterior descending and 90% ostial stenosis of the proximal circumflex coronary arteries. The patient was referred for myocardial revascularization and removal of the previous tavr with replacement of the valve. The preoperative diagnosis was cad of the native coronary arteries, s/p tavr. The valve was resected and replaced with a 27mm inspiris valve. A bypass to the lad was created using the internal mammary artery, the diagonal was bypassed with a left radial artery and a vein graft to the obtuse marginal. The operative findings noted that there was bulky clot within the noncoronary sinus of valsalva or the previous sapien valve.

Manufacturer narrative:
A supplemental report is being submitted for the medical records received. Sections b.4, b.5, b.7, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: device code, clinical code, type of investigation, investigation findings, and investigation conclusion. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Shor-term anticoagulation therapy may also be necessary after valve repair; anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the thrombosis is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, approximately 5 years and 3 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve was explanted, and a surgical valve was implanted. The cause of the explant is unknown. No patient complications were reported.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.